Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to bacterial peritonitis. The breach was not further specified. The patient was hospitalized on the same day as onset. It was unknown if the patient was treated for the event. On an unknown date the patient had a pd flush. On an unknown date the pd catheter was removed and the patient was started on hemodialysis. The patient was discharged from the hospital after 2 weeks and was recovered from the event. The patient was not retrained on aseptic technique. No additional information is available.